Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set had the sleeve fall off. The following information was provided by the initial reporter: whilst undertaking venepuncture on a frail elderly patient, I used a bd vacutainer green butterfly needle blood collection set to obtain the blood. The blood came down the tubing but the vacutainer end that fits onto the blood bottle had become detached resulting in a small spillage of blood on the patients carpet. This has never occurred before and we use the blood collection set frequently with our patient cohort. The lot number of the bd vacutainer was 9c0411 exp 03-2021.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for separation and leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set had the sleeve fall off. The following information was provided by the initial reporter: whilst undertaking venepuncture on a frail elderly patient, I used a bd vacutainer green butterfly needle blood collection set to obtain the blood. The blood came down the tubing but the vacutainer end that fits onto the blood bottle had become detached resulting in a small spillage of blood on the patients carpet. This has never occurred before and we use the blood collection set frequently with our patient cohort. The lot number of the bd vacutainer was 9c0411 exp 03-2021.